Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. The programmer was interrogated, and the system log files were extracted and reviewed for error codes. No error codes were noted. The programmer was subjected to baseline testing and unexpected pacing via the pacing system analyzer (psa) was observed. The programmer was disassembled in order to inspect and test the internal components. The psa flexible electrical board was removed and replaced and unexpected pacing was not observed. The psa flexible electrical board was re-attached, and the unexpected pacing recurred. The psa flexible board was subjected to detailed analysis; an x-ray of the board identified a solder issue with a connector on the board. Analysis concluded this programmer exhibited a component issue that resulted in the observed unexpected delivery of pacing. The psa flexible board was replaced to resolve this issue.

Event description:
It was reported that during an implant procedure, the pacing system analyzer (psa) of this programmer delivered pacing when not required as the ventricle was inappropriately stimulated. Subsequently, a different programmer was used, and no issues were noted. No additional patient adverse effects were reported. The programmer was returned, and analysis was completed, and the report is updated with the product investigation results.